Manufacturer narrative:
Additional narrative: the device was returned with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device failed vibration and the temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device failed vibration and temperature assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.